Event description:
The patient was admitted due to a mechanical fall and sustained a right mid shaft femur fracture. The patient went to the or for fixation of the right femur with intramedullary nail. The patient's daughter stated to the staff and preoperative nurses to be very careful with her mother's skin as it is very fragile and tears easily. When the patient returned to the orthopedic unit from the or, the patient was presented with mepilex dressing to the right thigh. Assessment of the patient's thigh revealed skin tears which were not there prior to surgery. Per the intraoperative record, the nurse's notes indicate that the "patient was received in preoperative with a kerlix wrapped right elbow and right lower extremity in soft case. Once the cast was removed from the right lower extremity, fragile skin was present. Skin tears resulted from positioning and procedure and dressed with mepilex at the end of case." The daughter was very upset as she stated that she told various people that her mothers skin is fragile.